Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected high out-of-range right atrial (ra) lead and right ventricular (rv) lead impedance measurements. Boston scientific technical services (ts) noted that the ra impedance measurements have been out-of-range since implant as no ra lead was implanted. The rv impedance measurements suddenly increased from around 500 ohms to greater than 3000 ohms. Attempts to obtain name of health care professional (hcp), facility information and resolution were unsuccessful.